Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the call. The customer indicated their pump was broken at the reservoir connection and was missing both the plastic guard and the o-rings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked battery tube threads and cracked case at corner of the belt clip rails. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer.